Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing on the right ventricular (rv) channel. In addition, low amplitude was observed on the right atrial (ra) lead. Further testing was recommended. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.